Event description:
Caller reported that date and time changed unexpectedly within minutes without any reason, and there was no restart, shutdown, or manual change before the event. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, attempted to restart the pump, but found no solution, leading to the replacement of the pump as a goodwill gesture.